Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. The pump was returned to the manufacturer for analysis, and it was noted on the return product paperwork that the staff at the healthcare facility emptied the pump of residual drug and documented drug waste. No further complications were reported/anticipated as a result of the event.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal dilaudid 10 mg/ml at 5.495 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient called the clinic on the morning of (B)(6) 2017 to report a motor stall error on his personal therapy manager (ptm). Telemetry was performed, and two motor stalls were observed. Logs showed: motor stall occurred on (B)(6) 2017 at 12:41 recovery occurred on (B)(6) 2017 at 13:45 motor stall occurred on (B)(6) 2017 at 00:52 recovery occurred on (B)(6) 2017 at 00:39. The patient and physician felt this therapy was crucial enough in the patient¿s treatment plan that they would plan to replace the pump at the first available opportunity. It was also noted that there were refill volume discrepancies that were previously not reported: (B)(6) 2017 expected= 4.5 / actual = 8.0 (B)(6) 2017 expected = 2.7 / actual = 4.5 (B)(6) 2017 expected = 5.1 / actual = 8.0. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient denied any exposure to strong magnetic fields. No other interventions were deemed appropriate other than preparing for replacement. Surgical intervention was scheduled for (B)(6) 2017. The issue was not resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history included chronic intractable pain, low back pain due to displacement in intervertebral disc, and status post lumbar spinal fusion. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the pump found motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. Pump replacement was completed on (B)(6) 2017. The patient recovered without immediately apparent complications. The pump was emptied by the operating room personnel and residual drug was wasted in accordance with the facility's narcotic waste policy. The hcp requested thorough analysis of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.